Event description:
It was reported that the burr was stuck in the wire. The 99% stenosed target lesion was located in moderately tortuous and severely calcified right coronary artery. A non bsc balloon was used to perform pre-dilatation of the target lesion. A 330cm rotawire and wireclip torquer was selected for use together with a 1.25 rotalink plus. The wire and rota was passed through with 2000-3000 rpm before reaching the lesion. Consequently, ablation was performed for three times. However, it was noted that the gas was escaping and unusual sound was heard so the used of device was stopped. The burr and the wire were pulled out and removed together and it was found out that the proximal part of the burr was stuck in the wire. Also, the burr was detached from the burr catheter and the detached burr was on the rotawire. The burr was caught 0.014 part of the wire. It was confirm that there is no component of the device that was left inside the patient. No issues were noted on the rotawire. The procedure was complete with this device. No complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. It was found that the device has its body severely kinked. Dimensional inspection of the outer diameter (od) of middle of the device, proximal section and distal tip were within specifications. Dimensional inspection of the overall length and od was unable to be measured due to kinks.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that the burr was stuck in the wire. The 99% stenosed target lesion was located in moderately tortuous and severely calcified right coronary artery. A non bsc balloon was used to perform pre-dilatation of the target lesion. A 330cm rotawire and wireclip torquer was selected for use together with a 1.25 rotalink plus. The wire and rota was passed through with 2000-3000 rpm before reaching the lesion. Consequently, ablation was performed for three times. However, it was noted that the gas was escaping and unusual sound was heard so the used of device was stopped. The burr and the wire were pulled out and removed together and it was found out that the proximal part of the burr was stuck in the wire. Also, the burr was detached from the burr catheter and the detached burr was on the rotawire. The burr was caught 0.014 part of the wire. It was confirm that there is no component of the device that was left inside the patient. No issues were noted on the rotawire. The procedure was complete with this device. No complications reported.